Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total laparoscopic gastrectomy, the physician wanted to use the stapler to adhesive bowel tissue, the stapler fired, but the tissue could not be adhered to each other and it was left back. The device was replaced to complete thecase. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.